Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer frequently observes air bubbles within their infusion set tubing. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support in regards to this issue and declined to provide any additional information regarding this issue.